Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty-one(21) unopened samples were received for analysis. The product code is epm8753 double armed. As per the sampling plan, a visual inspection was performed on thirteen(13) samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that there were four instances where the needle came off the suture and this happen in one case on the same patient. The surgeon stated that the suture had minimal resistance, which caused the needle to come off. They used what was available and replaced it with a new one. They will return 2 boxes of the suture. No patient adverse events occurred. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/1/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The needle came pulled off of the suture during us on the patient. After the initial pass was made and the surgeon picked up the needle for his next pass the needle came off of the suture. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) I spoke with dr. (Please refer to the attached mail) the surgeon who performed the surgery as well as (please refer to the attached mail), cst ¿ cst supervisor. Please perform and document the follow up attempt for product return. Please ensure that the shipment tracking number is provided I currently have the two boxes of epm8753, lot# 105qta in my possession and am waiting for the return shipment kit to arrive. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.